Manufacturer narrative:
Continuation of d10: product ID: 106e2. Product type: console product event summary: the 2af283 balloon catheter of lot number 21588 and data files was returned and analyzed. The patient file received showed the date is erroneous. The attached patient file wase recorded on the date of (B)(6) 2025 for the console identified as n7712 and not match with event date and the console identification. The patient file showed 10 applications were performed using a catheter identified as 2af283 balloon catheter of lot 21588. The patient file didn't show any system notice on the date of (B)(6). The failure file had not been received. Visual inspection was carried out. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 10 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments. During inspection and pressure testing of the shaft segment, a guide wire lumen kink, twist and breach was observed at 1.77 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the return product inspection due to a breach and kink/twist on the guidewire lumen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The connections were reconnected and the console restarted without resolve. The case was switched to radiofrequency (rf) to complete. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.